Event description:
Customer reported, the left monitor went blank during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found a high resistance fuse between monitor power supply and monitor. Replaced fuse. System functions as intended.